Manufacturer narrative:
As reported in a research article, improvement in coronary microvascular dysfunction after transcatheter aortic valve implantation leading to positive fractional flow reserve and percutaneous coronary intervention. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incidents may be associated with the patient¿s underlying comorbidities, however, the exact cause cannot be determined. The reported hospitalization and unexpected medical intervention were result of case specific circumstances. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: improvement in coronary microvascular dysfunction after transcatheter aortic valve implantation leading to positive fractional flow reserve and percutaneous coronary intervention: a case report b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "improvement in coronary microvascular dysfunction after transcatheter aortic valve implantation leading to positive fractional flow reserve and percutaneous coronary intervention: a case report", was reviewed. The article presented a case study of an 82-year-old female patient with a history of paradoxial low-flow, low-gradient severe aortic stenosis, intermediate left anterior descending artery stenosis, heart failure, and dyspnea. A 23mm navitor transcatheter aortic valve was selected for implant on an unknown date. The valve was implanted successfully. Following discharge the patient reported improvement in symptoms but continued to experience exertional dyspnea. At 6-months follow-up a 2.5x23mm xience skypoint stent was implanted, resolving the exertional dyspnea. [The primary and corresponding author was kosuke fujita, division of cardiology, department of medicine, kindai university faculty of medicine, osaka, japan, with corresponding e-mail: fujita-k@oph.med.tohoku.ac.jp.]